Event description:
It was reported that the patient experienced burns, blisters, and hypopigmentation on the arms following their 5th hair removal treatment using elite iq. Initial reaction included erythema. Labeling recommends shaving the areas to be treated one to three days prior to treatment and patient was reportedly not shaved. In this case, thick overlying hair can absorb the light energy resulting in superficial treatment injury. Patient also appears tanner following treatments and labeling instructs patients to avoid sun exposure. On the 5th treatment, patient's arm was still red and inflamed. Per clinical, treatment should not have been done due to this. It was later reported that patient was seen by a plastic surgeon who provided the patient with glycolic 18% cream as medical intervention. Burn, blister, and hypopigmentation are expected side effects per labeling. Site declined service evaluation. The event is reportable due to the medical intervention received post treatment.